Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.

Event description:
Customer reports to have high blood glucose of 215 mg/dl. Customer also reports to have received excessive no delivery alarms. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer does not feel safe with insulin pump due to excessive no delivery. Customer states she was previously sent an insulin pump by mistake. Customer was advised that insulin pump would need to be replaced and to use pump that was sent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.